Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202393875, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 06-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(6) stating a catheter snapped underneath the skin during an arthroscopic shoulder decompression. There was no reported injury but a secondary surgery was scheduled to remove the catheter. Additional information received 26-apr-2017 stating that the catheter was sutured through and was broke inside of the patient. A secondary surgery was scheduled to remove the catheter. Additional information received 27-apr-2017 stating this occurred during removal of the catheter. No additional information was provided.

Manufacturer narrative:
Device procode: bso. All information reasonably known as of 05-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).